Event description:
Patient received knee tep (unknown manufacturer) left side in 2010. Revision in 2012. Now again revision because of breakage of femoral adaptor bolt. Update (B)(6) 2014 - through review of medical records it was identified that there was necrosis, fracture, and probable loosening of the patella, as well as a large osteolytic area behind the femoral component. Patella and insert added as requested- (B)(6) 2014.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the device associated with this report were not returned. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Patient medical records and x-rays were provided. Review of the supplied investigational inputs identified necrosis and loosening of the patella, as well as a large osteolytic area behind the femoral component. Among other conditions, excessive patient weight tends to adversely joint replacement implants. It is not known to what extent, if any, this and the patient's high activity level may have been factors in the reported problem. No evidence was found suggesting product error was a contributing factor and the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.